Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the issue from the log review but could not reproduce the issue. The unit was tested on an in-house system in normal mode with no triggered errors. The unit passed all other tests.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1 due to inadvertent movement and 4 master tool manipulator (mtm) grip pads were replaced on the surgeon side console (ssc). The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical inc. (Isi) has not received the usm with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Mtm grip pads are field scrap items and will not be returned to isi for further investigation. Isi reviewed the site¿s complaint history, which revealed patient identifier (B)(6) is a related record. Patient identifier (B)(6) captures the previous occurrence of the same issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) after a successfully finished surgery and reported that they had an issue with the instrument on arm 1 not moving smoothly. The surgeon stated that when he was moving the tip around it sometimes "jumped" from one position to the next instead of having a smooth movement. The same issue occurred yesterday on (B)(6) 2023. At the time of the problem, the customer did not call technical support, but installed the instrument on a different arm on the patient side cart (psc) and the problem did not occur. Therefore, they decided to check today's surgery during which the problem occurred again. Initially, the customer thought issue was with the needle driver, but during the call the customer stated that the issue also occurred with the monopolar curved scissors. The tse did not find any errors in the surgery logs pointing to this problem. In yesterday's surgery, there was one engagement error (22020) on arm 1. The tse strongly requested the customer to call technical support next time a problem occurs. The customer understood and did not know since the robotics coordinator was on holiday. While writing the report, the tse called the customer back to double check if they would use the system during tomorrow's surgery and the customer confirmed that this was the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that the system was inspected prior to use and there was no damage or anything out of the ordinary observed. The surgeon was still able to use arm 1 during the procedure. The customer confirmed that the issue occurred with the surgeon¿s head inside of the surgeon console¿s high resolution stereo viewer. The customer confirmed that the failure was related to the inability to move the instrument at all, as the instrument was not following the smooth movement and was jumping. The movements of the surgeon did not scale appropriately to the instrument and the observed movement was less than intended. The timing of the instrument movement was not appropriate. The instrument moved in the intended direction but did not complete the full movement. There was no shakiness or friction experienced or observed during the procedure. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent when the large needle driver instrument was in use in arm 1. The large needle driver was being used to suture the anastomosis when the issue occurred. The issue wasn't resolved until the field service engineer (fse) came and changed out the arm and the customer did not know the lot number of the drape. The drape was not available for return. There was no injury to the patient. No images or patient demographics available.